Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side no complaints against device. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, crease fold, deformation, and wear abrasion. After autoclave cycle were observed: cloudy color in the gel and bubbles. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown.